Manufacturer narrative:
One device was returned for repair. No error codes were found in event history. No previous service history related to this pump found. Could not confirm complaints during functional testing. Occlusion and latch lock tests passed. Reflashed software and recalibrated sensors. During testing, found that the battery door was difficult to unlock. Replaced battery door. Pump passed all tests.

Event description:
It was reported that there was a "cassette not attached properly" alarm and "downstream occlusion." There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.